Event description:
Pt self tester reports discrepant result with meter compared to lab. Date: "last week"; inratio: 3.7. Date: (B)(6) 2010; inratio: 0.9; lab: 2.3. One hr between inratio result and lab draw. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.